Event description:
Customer reported the device was overheating, the connection with the console is loose. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.